Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report battery problems and stated that the insulin pump was not delivering insulin. Customer's blood glucose reading was 586 mg/dl; treated with the insulin pump and manual injection. The customer declined to troubleshoot and said she already called and performed troubleshooting. The customer declined to return her device for analysis, however the device was replaced.